Manufacturer narrative:
The biomed (contracted with the customer) called the company technical support specialist (tss) to assist with troubleshooting. The biomed engineer did not have the required info to assist troubleshoot, or resolve the problem reported. The facility did not required service. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 24, 2009. Based on qa assessment, the product met specs at the time of release. The cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported experiencing poor vacuum during a cataract procedure. There were able to complete the case. There was no harm to the pt. No add'l info is expected.